Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter their opinion after examination of the patient their treatment from byte is nowhere near achievement of and acceptable bite. There is an anterior open bite and posterior issue. The aligner treatment should be ceased.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.